Event description:
The customer reported that the system's plug was broken and the cable was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection cable was replaced and the brakes were adjusted. The system was tested and found to be working as intended and put back into service.